Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the device reveals the pusher rod was bent downward. This is possibly due to forced loading/unloading of the needle. The key feature of the received needle was bent and significantly damages, which could have contributed to the damage of the pusher rod of the applier. There was no damage to the loading rod. When the trigger was operated, there was some resistance and the implant could not be deployed. It cannot be determined at what point the pusher rod was bent. This could have possibly caused the misfiring. A definitive root cause cannot be determined at this point from the details provided. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during anterior cruciate ligament (acl) repair, it was observed that the second backstop could not be placed to the final position because the applier didn't work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.